Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic follow up, the lead was noticed to be dislocated under x-ray exam. No electrical failure was observed on the lead. The lead was repositioned and the patient was in good condition after the event.